Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the severely calcified, severely tortuous left main (lm) artery. A 3.00x16mm and a 3.00x12mm taxus express2 drug eluting stent were successfully placed in the distal left main (lm) artery and proximal circumflex (cx) artery. The physician's attempt to place a buddy wire distal to the already placed stents was unsuccessful. The physician then attempted to place a 2.75x12mm taxus express2 drug eluting stent. The 2.75x12mm stent was unable to pass through the 3.00x16mm stent. When the system was pulled out they found that the 2.75x12mm stent had dislodged. An attempt was made to balloon the lesion and it snagged on the first 3.00x16mm stent. The physician went back down with a 2.00x15mm taxus express2 to try and find the stent but it wouldn't go thru the first 3.00x16mm taxus express2 stent. The physician believed that the 2.75x12mm taxus express2 stent was caught in the 3.00x16mm taxus express2 stent and was not retrieved. The pt's left main started to shut down due to the stress and the physician decided to coronary artery bypass graft (CABG). No add'l pt complications were reported. Pt status reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.